Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be identified when trying to connect with a programmer. Boston scientific technical services (ts) was consulted and troubleshooting was discussed and performed, however, reading the data was not successful. Ts advised the health care professional (hcp) to contact a field representative for further assistance. No adverse patient effects were reported. At this time, this device remains in service.